Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 139, 152, 163, 159mg/dl. The customer's expected fasting blood glucose test result range is 90 to 125mg/dl fasting and within two hours after eating between 160-180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer on-fasting and produced test results of 141 and 136 mg/dl using true metrix meter. The product is not stored according to specification,customer stores product in the kitchen. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 139mg/dl (B)(6) 2016 07:35 am fasting: yes, 152mg/dl (B)(6) 2016 07:33 am fasting: yes, 163mg/dl (B)(6) 2016 07:32 am fasting: yes, 159mg/dl (B)(6) 2016 07:31 am fasting: yes, 121mg/dl (B)(6) 2016 07:28 am fasting: yes.